Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage and evidence of charred tissue were observed on the jaws. A visual inspection was conducted. The plastic guide (clevis) on one side of the jaw assembly was loose. During handling the part dislodged and we could not locate the piece. The internal investigator was able to observe that the plastic piece appeared undamaged. The shrink tube was moved back approximately 1 mm. Based on the returned condition of the device, the reported complaint was confirmed for "jaw -damaged". An engineering evaluation was conducted that identified the root cause of the loose jaw assembly (clevis pin loose) to be a missing pivot pin. The root cause is from an assembly error in manufacturing. Operator defect awareness has been conducted as a corrective action in response to the confirmed failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro 2 jaws was not burning properly, the jaw seemed to be loose, but did not come off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.